Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The treatment length of the right side was 14 cm and the physician chose rlt231216j for the right side. He planned to push the ipsilateral leg up about 2 cm when deploying it, but could not push it up, resulting unintentional coverage of the right internal iliac artery. After the deployment of the contralateral leg in the left side, type ib endoleak was noted. Therefore, an iliac extender was additionally implanted in the left side. When the physician positioned the iliac extender, he failed to see the bifurcation point of internal iliac artery. The field sales associate attending this procedure pointed out that the positioning was incorrect, but the physician deployed the iliac extender without repositioning. This resulted unintentional coverage of the left internal iliac artery. No additional intervention for internal iliac arteries was performed and the procedure was completed. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak and improper component placement.